Event description:
It was reported by the patient¿s daughter that on (B)(6) 2026, the patient was transported to the emergency room (ER) from a nursing home due to elevated blood glucose levels after an unspecified duration of pod wear. The patient¿s daughter stated that the patient¿s continuous glucose monitor (cgm) expired overnight and was not noticed until the following morning. At that time, the patient replaced both the cgm and the pod; however, blood glucose levels remained elevated despite administering a bolus dose for breakfast. The patient¿s blood glucose levels were reported to be above 500 mg/dl, although the exact value was not confirmed. Treatment at the ER reportedly included insulin therapy. At the time of reporting, the patient remained in the ER awaiting laboratory results. No further information was provided. The omnipod system is designed to transition to ¿automated limited¿ mode if blood glucose values from the cgm are unavailable for 20 minutes. While in automated limited mode, insulin delivery is based on the basal program configured by the user for manual mode. No information was provided to confirm whether appropriate basal program settings for manual mode were configured at the time of the event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.